Manufacturer narrative:
As reported by the sapphire registry approximately four days post index procedure a (B)(6) year-old male patient experienced a neurological deficit, aphasia. Onset was step-like and recovery: was partial with major residual. Diagnosis was stroke (ischemic). Carotid artery stenting was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 20mm in length in a 7.0mm vessel diameter. The arch I lesion was eccentric and mildly calcified. A 7mm angioguard rx embolic protection device was successfully deployed past the lesion and a 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20%. The angioguard was successfully removed and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. Baseline and discharge nih and rankin scores were 0. The patient¿s medical history included stroke, hyperlipidemia, CABG, diabetes mellitus and coronary artery disease. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported event

Event description:
As reported by the (B)(6) registry approximately four days post index procedure the patient experienced a neurological deficit, aphasia. Onset was step-like and recovery: was partial with major residual. Diagnosis was stroke (ischemic). Carotid artery stenting was performed on an 80% occluded lesion in the ostium of the right internal carotid artery of 20mm in length in a 7.0mm vessel diameter. The arch I lesion was eccentric and mildly calcified. A 7mm angioguard rx embolic protection device was successfully deployed past the lesion and a 7x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20%. The angioguard was successfully removed and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. Baseline and discharge nih and rankin scores were 0.

Manufacturer narrative:
Additional information was received from the adjudication minutes that four days after the index, the patient presented with decreased loc (not alert), right-sided weakness on his arm and leg, inability to walk (was noted to have funny gait around 9 pm) and not speaking. He was not responding to questions. His eyes deviated to the left. There was no facial droop. The nih stroke scale score fluctuated from 17 to 12. A brain CT scan found no acute abnormalities. A brain MRI on the following day for worsening right-sided weakness compared to CT scan on the previous day, revealed multiple subacute and acute lacunar infarcts bilaterally, subacute left temporal cortical infarct, "consider embolic event." Chronic infarct involving the left frontal lobe was noted. An mra showed complete occlusion of the left ica with some collateral circulation, but basically significant lack of flow though the left mca. Per report, the right ica was widely patent. The patient still had expressive aphasia, some right sided weakness in upper and lower extremities 4/5 with left-sided strength preserved. Feeding tubes were placed. On the following day the patient was able to say "no", followed commands, was oriented to person. 3 days later, the patient was discharged/transferred with diagnosis of acute multi-infarct cva with expressive aphasia and residual right-sided weakness. The reported event remains unchanged and no further information is available at this time.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.